Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type iiia endoleak of the aortic components. Device, user, procedure, or anatomy relatedness of this complaint could not be determined. The infrarenal neck angle of 46° likely contributed to this event. Procedure-related harms for this complaint could not be determined. The final patient status was reported to be in good condition following a non-endologix secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately 2.5 years post initial procedure, the patient presented with a type iiia endoleak. The physician elected to treat the patient by implanting a gore (non-endologix) tag thoracic endoprosthesis on (B)(6) 2018 (off-label). The patient was reported in good condition post re-intervention and there have been no additional patient sequelae reported.